Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-04240 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a bone rfa (radiofrequency ablation) procedure of the leg performed on (B)(6) 2010. According to the complainant, while attempting to ablate a bone tumor, a console error (e01, e03) occurred. Additionally, a puncture burn was identified at the needle entry site. Roll-off was not able to be achieved and the procedure was not completed due to this event. The account indicated that there were no visible issues with the soloist single needle electrode upon removal. The patient was treated with antibiotics and was reported as being fine.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. However, patient under 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - insufficient roll-off. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).